Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been experiencing difficulties initiating a communication between the ipg using external devices. The pt was unsure if she was feeling stimulation as she has difficulty distinguishing between pain and sensation. No falls or injury were reported. The pt is working with her physician to determine the next course of action.